Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/bleeding/having bleeding and spotting") in a 40-year-old female patient who had essure (ess205) (batch no. 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal, multigravida, vaginal delivery in 1991, vaginal delivery in 1993, vaginal delivery in 1994, vaginal delivery in 1995, vaginal delivery in 1999, vaginal delivery in 2001, vaginal delivery in 2002, cesarean section in 2003, gerd, nonsmoker, chickenpox, nonsmoker, alcohol use, chest pain, tingling feet/hands, early menarche and induced abortion. She did not experience any complication during pregnancy. Previously administered products included for an unreported indication: birth control injection/shot. Concurrent conditions included uterine bleeding, hemorrhagic ovarian cyst and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. In august 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In may 2009, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant), the second episode of menorrhagia ("heavy bleeding during menstruation / clotting during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("cramping"), abdominal pain upper ("stomach pain/abdomen pain (when having bleeding and spotting episodes and most times severe)"), menstrual disorder ("abnormal bleeding during menstruation") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with paracetamol (tylenol regular), ibuprofen, medroxyprogesterone acetate (provera) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. In october 2016, the pelvic pain and fatigue had resolved. At the time of the report, the abdominal pain, abdominal pain upper, the last episode of menorrhagia, menstrual disorder, weight increased, vaginal haemorrhage and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, fatigue, investigation noncompliance, menstrual disorder, pelvic pain, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: she was not advised of complications that occurred at the time of her essure placement procedure. The essure hysteroscopy insert, the hysteroscopic rods were inserted into both tubal ostia with mild difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Pregnancy test - on (B)(6) 2016: negative . On (B)(6) 2006, hcg serum- negative. On (B)(6) 2016- ultrasound pelvis revealed essure devices are seen in place. Multiple uterine myomata. The largest myoma measures 4.8 cm. And involves the submucosal versus intracavitary aspect of the uterus. There is also a 3.6 cm. Myoma seen involving the posterior aspect, a 5.0 cm. Myoma seen involving the uterine fundus and a 4.4 cm. Myoma seen involving the anterior aspect of the uterus. The endometrial cavity is thickened measuring 20 mm. Maximum thicknesses and is distorted by myomata. 4.0 cm. Hemorrhagic cyst, left ovary. Small amount of free fluid is seen in the cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal, multigravida, vaginal delivery in 1991, vaginal delivery in 1993, vaginal delivery in 1994, vaginal delivery in 1995, vaginal delivery in 1999, vaginal delivery in 2001, vaginal delivery in 2002, cesarean section in 2003, gerd, nonsmoker, chickenpox, nonsmoker, abstains from alcohol, chest pain, tingling of extremity, menarche and induced abortion. She did not experience any complication during pregnancy. Previously administered products included for an unreported indication: birth control injection/shot. Concurrent conditions included uterine bleeding, hemorrhagic ovarian cyst and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), abdominal pain upper ("stomach pain/abdomen pain (when having bleeding and spotting episodes and most times severe)"), menorrhagia ("heavy bleeding during menstruation / clotting during menstruation"), menstrual disorder ("abnormal bleeding during menstruation") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with paracetamol (tylenol regular), ibuprofen, medroxyprogesterone acetate (provera) and surgery (essure device was removed on (B)(6) 2016 by hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain, genital haemorrhage and fatigue had resolved. At the time of the report, the abdominal pain, abdominal pain upper, menorrhagia, menstrual disorder, weight increased, vaginal haemorrhage and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, fatigue, genital haemorrhage, investigation noncompliance, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she was not advised of complications that occurred at the time of her essure placement procedure. The essure hysteroscopy insert, the hysteroscopic rods were inserted into both tubal ostia with mild difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Pregnancy test - on (B)(6) 2016: negative . On (B)(6) 2006, ultrasound pelvis revealed essure devices are seen in place. Multiple uterine myomata. The largest myoma measures 4.8 cm. And involves the submucosal versus intracavitary aspect of the uterus. There is also a 3.6 cm. Myoma seen involving the posterior aspect, a 5.0 cm. Myoma seen involving the uterine fundus and a 4.4 cm. Myoma seen involving the anterior aspect of the uterus. The endometrial cavity is thickened measuring 20 mm. Maximum thicknesses and is distorted by myomata. 4.0 cm. Hemorrhagic cyst, left ovary. Small amount of free fluid is seen in the cul-de-sac. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-jan-2018: new events added- abnormal bleeding (vaginal, menorrhagia)/bleeding, fatigue, weight gain and did not undergo an essure confirmation test. Historical conditions, historical drugs, concomitant conditions, treatment drugs and lab data added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed more than 10 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy to have essure removed). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("cramping"), abdominal pain upper ("stomach pain"), menorrhagia ("heavy bleeding during menstruation / clotting during menstruation") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with hysterectomy on (B)(6) 2016. Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, abdominal pain, abdominal pain upper, menorrhagia and menstrual disorder outcome was unknown. The reporter considered pelvic pain, abdominal pain, abdominal pain upper, menorrhagia and menstrual disorder to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed more than 10 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy to have essure removed). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.